Manufacturer narrative:
The reported event of the inability to pair to the patient application was confirmed. Based on the information provided, the inability to connect to the patient application was due to the model number being entered incorrectly on the patient profile. The reported event of unable to interrogate via ble telemetry was confirmed. The root cause was unable to be determined with the information available.

Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. A bluetooth telemetry reset was suggested. No intervention was reported, and the patient will be further monitored. The patient was in stable condition.

Event description:
New information received notes that a bluetooth telemetry reset was performed and the implantable cardioverter defibrillator (ICD)'s bluetooth telemetry was restored. The patient was in stable condition.